Event description:
Report received of an underdelivery. During testing at the user facility, the device delivered a measured amount of 15ml from an expected delivery of 20ml during two separate tests. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%), there were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.